Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed]. A voltage measurement test was performed and failed. A review of the share logs was performed and a pairing failure was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.